Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that the impella cp purge fluid was leaking from the purge set and the pump connection. There was a crack on the impella side. The impella was successfully weaned and the patient survived the explant.

Manufacturer narrative:
The investigation for the purge leak has been completed. The pump and purge cassette were returned for investigation. A data log review was not required for this case. As per the clinical, a purge leak was observed from the pump side connection. A lengthwise crack on the side arm luer was found on the returned product. The purge was leaking from the luer connection during testing. No issue was found on returned purge cassette. The cause of the purge leak issue was sidearm yellow luer damage. Corrections to the initial MFR report: g1 MDR reporting contact email.